Event description:
It was reported that a dissection occurred, requiring an additional device. A 2.4mm jetstream xc atherectomy catheter was used to treat a 99% stenosed, severely calcified, non-tortuous superficial femoral artery (sfa). The first 15cm of an 18cm lesion were successfully treated using the jetstream device. Although removing the catheter from the thruway guidewire was difficult, it was eventually accomplished. Following this, an angiogram and percutaneous transluminal angioplasty (pta) were performed because of multiple non-flow limiting dissections at the most proximal part of the treatment zone. This was noted during jetstream atherectomy and was treated with a self-expanding stent. The physician then tried to advance the jetstream catheter for the remaining 3cm of the lesion; however, the catheter would not advance. Upon removal, the guidewire coating at the tip appeared stripped and kinked. After priming the catheter, a second thruway guidewire was used, but the catheter still would not advance. The remaining segment of the lesion was treated with regular pta, leading to satisfactory luminal gain. There were no patient complications as a result of this event and the patient fully recovered.